Manufacturer narrative:
The mcs tip cover accessory has not been returned for failure analysis evaluation.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) tip cover accessory, installed on an mcs instrument, fell off inside the patient. The mcs tip cover accessory was retrieved and replaced during the same procedure which was completed robotically. The customer was unable to provided any additional information regarding the reported event such as the event date. No product will be returned.